Event description:
The initial reporter stated they received discrepant results for one patient tested with crpl4 c-reactive protein gen.4 on a cobas c 111 ((B)(4)). No questionable results were reported outside of the laboratory. The sample initially resulted in a crp value of 0.71 mg/l. The sample was repeated twice, resulting in values of 75.85 mg/l and 78.31 mg/l. The 75.85 mg/l value was reported outside of the laboratory.

Manufacturer narrative:
The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The investigation did not identify a product problem.